Event description:
It was reported that during a transcatheter procedure involving the harmony-25 valve in a patient with tortuous anatomy, a pre-implant balloon valvuloplasty was performed due to thickened leaflets. The left pulmonary artery wire position was used during deployment, which led to the valve dropping in position and not allowing coaxial alignment. The valve was recaptured once due to these positioning challenges and withdrawn from the patient. A change out of the valve and delivery catheter system was performed and a new valve was implanted in the patient. No patient complications have been reported as a result of this event. Additional information was received that an introducer sheath was used to resheath the valve.

Manufacturer narrative:
Updated data: b5. Second paragraph added h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter procedure involving the harmony-25 valve in a patient with tortuous anatomy, a pre-implant balloon valvuloplasty was performed due to thickened leaflets. The left pulmonary artery wire position was used during deployment, which led to the valve dropping in position and not allowing coaxial alignment. The valve was recaptured once due to these positioning challenges and withdrawn from the patient. A change out of the valve and delivery catheter system was performed and a new valve was implanted in the patient. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.